Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was interrogated in (B)(6) 2017 and showed a battery longevity of 4-6 years. At some point in (B)(6) 2017, the device was checked again and showed a battery longevity of 3 years. Subsequently, although not having received a vibratory alert, the device was checked again but could not be interrogated due to battery depletion. On (B)(6) 2017, the patient¿s implantable cardioverter defibrillator was explanted and replaced. The patient was stable before, during and after the procedure.